Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay and there were in significant anomalies. The ins passed functional testing including monitoring the output at body temperature for a period of time. The ins did not turn on or off on its own. The model 7425 ins does have a reed switch to allow the output to be turned on or off with a magnet. This function can be turned on or off with the programmer. As received, the ins was programmed with the control magnet set to "on".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an issue with the implantable neurostimulator (ins) and the patient had intermittent stimulation and a loss of stimulation/therapeutic effect. The patient had reported that stimulation was switching on and off and they had been using a magnetic work badge. The patient¿s healthcare professional (hcp) felt it was better to replace the ins as there was no way of knowing what was causing the issue. Impedance testing was done when the new ins was implanted and impedances were in the range of ¿60¿ ohms; however, follow up with the manufacturing representative indicated the impedances were in the range of 500 to 600 ohms. Following the replacement surgery the patient had good therapy and they stated they would not wear their magnetic work badge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Electrode impedances for 0 and c were read to be "???" At 1.5 v.